Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped and right ventricular (rv) lead could not be removed from the pacemaker header. The physician used orthopedic bone crusher tool to crush the pacemaker and removed the rv lead. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.